Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 946 mg/dl. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Although requested, system check with cts could not be completed and the alleged root cause could not be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 946 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin and saline. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Although requested, system check with cts could not be completed and the alleged root cause could not be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.